Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device has been disposed; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements. The review found no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
Study tr (B)(4): the nexsite was successfully placed on (B)(6) 2016. On (B)(6) 2016, a "disk" infection was reported. The subject presented to the dialysis unit with pus drainage coming from an area approx. 1/2 inch from the perm cath exit site. Wound culture and blood cultures x 2 were drawn. The device was removed on the same day and the event resolved. Antibiotics were given after the device was removed.